Event description:
The event involved a connector microclave clear w/l/l ca/100 p360 and occurred on a unspecified date. It was reported leaking occurred into internal struct which compromised the barrier. There was unknown patient involvement and unknown adverse event/serious harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
A device history review could not be completed due to the unknown lot number.

Event description:
Additional information was received stating that there was patient involvement and due to the leaking, patient did not receive full nutrition. There was no harm reported as a consequence of this event.